Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver failed the charge and boot testing. The receiver data log was attempted to download but could not be retrieved. The receiver was unable to communicate to the communication tool due to "call tech support" error. The reported event of an error icon display was confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed "err call tech support". No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the error icon could not be determined. A probable cause could not be determined.